Event description:
I use the dexcom g7 insulin sensors which are compatible with the tandem tslim insulin pump. The technology of the tandem insulin pump requires the feedback from the dexcom g7 insulin sensor. I have routinely experience signal loss between the sensor and the insulin pump. The pumps basal rate is adjusted based on information from the sensor. This is not a problem during the day time as individuals are awake and can manually suspend their pump if becoming hypoglycemic. But at night the loss of signal leads to the pump infusing the pre-programmed basal rate. This issue is compounded because the pump works with the sensor to keep blood sugars in a lower but tighter range during sleeping hours. Therefore when signal is loss, and blood sugar is already borderline low, pump switches to programmed basal rate, and can cause profound hypoglycemia. I have reached out to both dexcom and tandem several times about this issue and neither has been able to resolve it. My dexcom sensor never losses connection with the dexcom app on my iphone but continues to lose signal with pump which controls insulin administration. This has the potential to cause loss of life or end organ disfunction. I plan to switch back the dexcom g6 which did not have this issue with the tandem insulin pump.